Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t12-l4 to treat a l2 fracture. Sometime post-op it was reported that the bone screws had loosened and the patient had not achieved bone union. The patient underwent a revision surgery in which all of the hardware was removed and replaced.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.